Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. After rotablation was performed, a 3.00mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon inflation the balloon ruptured below the rated burst pressure. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and shaft. Microscopic examination revealed blood in the inflation lumen and balloon. The balloon is loosely folded and there is a pinhole 2mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. After rotablation was performed, a 3.00mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon inflation the balloon ruptured below the rated burst pressure. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.